Event description:
It was reported that prior to an interventional lower extremity procedure, the filter of a nav6 embolic protection device (epd) separated after it was loaded into the delivery catheter. The separation occurred before the device was inserted into the patient anatomy. The procedure was completed without using an epd. It was reported that there was a two minute delay in the procedure. There were no reported adverse patient sequelae. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. The lot history record (lhr) for this product could not be reviewed and a similar incident query could not be performed because the product was not returned for evaluation and the lot number was not reported. Based on the reviewed information, no product deficiency was identified.